Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the feeding was programmed to deliver a 100 ml dose. They stated that the pump delivered 25 mls. The initial reporter stated that the complaint occurred during testing and that no patient had been affected. (B)(4).